Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was not working. The patient was seeing a different light on the monitor and they didn¿t know what to do. No further complications were reported or anticipated.